Event description:
J&j legal dept was made aware of an issue that may result in potential litigation. Surgeon planned a revision a pt to remove/extend the fusion on a monday. On friday the area sales rep called his office (4:30) to ask about his weekly scheduel. She was told of the planned revision at tha time. She was told that it was a 5.5 moss miami removal. The rep made arrangements to have both the ss and ti moss miami systems on hand along with a universal removal kit. The pt was opened and the surgeon could not get the drivers to engage the screws. At this time it was found that this was not a mm 5.5 but a moss miami 6.35 (1/4) that was in the pt. The surgeon decided to close the pt. Due to the fact that the pt will need to have add'l surgery and the legal considerations an MDR is being filed to document this event.

Manufacturer narrative:
The depuy spine sales rep was told by the surgeon's office that the system wsa a moss miami 5.5 system. The sales rep provided the needed products to remove 5.5 screws. The surgeon's office did not provide the correct info to the sales rep. There is no connection that can be made between the event and any error on the part of the depuy spine rep.